Manufacturer narrative:
Block d6b: explant date: over four years ago from (B)(6) 2026 date. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6) batch/lot number: 5174231. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-50. Batch/lot number: 5174236. Serial number: (B)(6). Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patients spinal cord stimulation (scs) was no longer adequate pain relief and was causing pain and discomfort. The patient underwent explant procedure. No further information could be obtained despite good faith efforts.